Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 508 mg/dl. The customer administered a manual injection. Reportedly, the luer lock was leaking. The customer changed the cartridge and infusion set multiple times in an attempt to resolve the issue, however the leaking persisted. During troubleshooting with tandem's technical support, the customer disconnected and reconnected the luer lock connection and was able to successfully resume insulin delivery.